Event description:
Pt states needles seem dull and are not going through the skin as usual leaving red raised lump at injection site. Dose, frequency & route used: use intramuscularly as directed. Therapy dates: (B) (6) 2009. Diagnosis for use: testosterone injections. Event abated after use stopped: yes.